Manufacturer narrative:
A supplemental report was submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed three (3) controller power-up events with associated pump start events logged on (B)(6) 2025 at 15:34:22, (B)(6) 2025 at 15:39:14, and (B)(6) 2025 at 13:31:14, indicating losses of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the power-up events were not available. The controller was without power for twenty-six (26), sixteen (16), and twenty-eight (28) seconds, respectively. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during review of logfiles, several double power disconnects were noted. The patient, who is blind, reported accidentally disconnecting both power sources. The pump did not stop, and the patient did not require prophylactic treatment. The device remains implanted and in service. No patient complications have been reported as a result of this event.